Manufacturer narrative:
H2 additional information: b5, d10 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) performed the imaging system tracker calibration and found the following: accurate on the left side of the imaging system, inaccurate on the right side of the imaging system. The rep tested another navigation system - accurate on both sides of the imaging system. The rep checked the network device interface (ndi) toolbox: everything had an 'ok' status, but it prompted them to update the date/time. The rep indicated reinstalling the software did not resolve the issue. They reported that depending on the angle at which the camera was tilted, it would sometimes track accurately and sometimes not. The rep noticed a scratch on the camera lens. The rep replaced the camera with a known working camera and it was able to track instruments successfully. The rep determined that the camera was causing the inaccuracy.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy on the system. The medtronic representative (rep) reported during a minimally invasive spine case using a percutaneous pin reference frame and upon taking a spin, when putting the instrument on the interbody cage, it seemed to be high in the sagittal plane. The rep reported they attempted to use a "chicken foot" probe to re-verify the instrument and other alternative instruments. All the instruments appeared allegedly inaccurate and high by a couple millimeters. The rep noted the surgeon used the interbody cage as the reference point to verify accuracy throughout the case. The rep reported the screws on the open side were accurate but the screws on the perc side were inaccurate. The rep reported troubleshooting that the reference frames did not look visibly damaged and were not loose at the junction. The frames were reported to be tracking. The rep suspected the issue could be due to the blue frame push pin as all instruments were allegedly inaccurate. The length of surgical delay was unknown. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are valid for this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the camera, lot number: p925046, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log did not show any adverse events. The psu passed an accuracy test (aak) at .191mm with a passing threshold of .250mm. No fault found. H6: codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The length of delay was 15 minutes and the surgeon continued with navigation with the slight inaccuracy.

Manufacturer narrative:
H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was between 2 to 4mm. Additional details about verification at the known anatomical landmark was that the inaccuracy was determined by anatomical landmarks as well as interbody present in imaging. Surgeon placed chicken foot at center of interbody and found navigation to be off by a couple of millimeters. The patient demographics were confirmed unknown with the site.

Manufacturer narrative:
H2, h3, h6) additional information added to b5. A manufacturer representative went to the site to test the navigation system. It was reported the camera has been replaced. Code c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.